Event description:
It was reported the lens was explanted due to the patient's report of halos. The lens was discarded in the operating room and not returned for analysis.

Manufacturer narrative:
(B) (4). The lens was discarded in the operating room and not returned for analysis. Manufacturing records were reviewed and showed no deviations during the process. A review of the complaint records revealed that no similar complaints from this batch record were received. The iol met all manufacturing specifications prior to release. Halos are a known and labeled possible side effect of all multifocal lens implants. There is no evidence to suggest any fault on the part of the device design or manufacturer.